Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt. The customer stated that the motor error alarm occurred recurrently and he tried to complete the rewind sequence about 15 times. The customer's blood glucose was between 110 to 150 mg/dl. He stated that his blood glucose rose up to 600 mg/dl later and advised that he could treat with manual injection. He noted that he had gone through airport security with the insulin pump and may have exposed the insulin pump to a magnetic field. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.